Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology - severe calcification and 90% stenosis); deformation problem (stent deformed). Conclusion: known inherent risk of a procedure (stent deformation); device failure related to patient condition (lesion morphology - severe calcification and 90% stenosis).

Event description:
An attempt was made to use an endeavor resolute rx drug eluting stent to treat severely calcified lesion with 90% stenosis in the lad. It is reported that the lesion was pre-dilated twice (for 6 s at 8 atm) but the device could not pass the lesion. The device had been inspected prior to use with no abnormalities noted. The physician used new device (same model) to complete the surgery. No patient complications or clinical sequelae noted. Evaluation summary: the device was returned for analysis. The hypotube was kinked in numerous locations distal to the strain relief. The transition shaft was kinked proximal to the guide wire entry port. The distal tip was frayed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 1st proximal stent segment was deformed, the 3rd and 4th proximal stent segments were misaligned with raised struts and the 9th and 10th proximal stent segments were deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).